Event description:
The patient reported that she noticed moisture inside of her cartridge compartment. She states that she has not dropped the device. In addition, she examined the cartridge and did not notice any leaks that would have contributed to the moisture. The patient also reported that the display is damaged and is missing segments. The patient stated that her blood glucose was not affected by this issue. The patient reported that she would switch to insulin injections until her replacment device arrived. The patient did not require assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.